Event description:
Three samples were returned for evaluation. Upon visual inspection, the gold foil corresponded to the specific code set-0032-25 in all three samples. Cracks and tears were observed in the rotating luer locks on two out of the three samples provided. The y-ports were in good condition, with no signs of cracks or tears. All three samples were found to have broken white drip chamber spikes. Microscopic evaluation confirmed the presence of cracks along the perimeter of the luer locks. The customer complaint is confirmed. The probable root cause could be related to a lack of compatibility of the luer lock with alcohol or other assembled componen. A probable root cause could also be improper use by the customer where he exerted too much force on the assembly or applied too much alcohol to the connections causing breakage. An internal investigation was opened in order to determine exact root cause. The current process controls detection includes 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) sampling visual inspection is performed for rotating luer lock at incoming inspection area.

Event description:
The following has been reported: mayo reported: cracked tubing when disconnecting a patient's antibiotics on mb8bg. Patient activated call light to have nurse disconnect completed antibiotics that had been infused via the new ivenix pump and primary tubing. Luer lock end of the tubing felt cracked when twisting the primary tubing off the IV hub, and fell apart when the dark blue cap was put on. The slip tip portion of the luer lock was still intact, it was just the luer lock portion that was cracked. No harm reached the patient. IV set was discarded. Rn reported: performed mini-audit of 10 primary tubing sets in patient rooms and 7 of 10 had cracks of varying severity at the luer lock end. On 02/18/2025 - customer reported: discarded the set a preliminary review identified the following issue: administration set breaks (any part) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.